Event description:
As reported by the user facility: the clip failed to deploy to tip of needle- clip remained on shaft of needle resulting in clinician receiving needlestick to right index finger- pt history unk- facility protocol for needlestick injury to be followed. No sample available.

Manufacturer narrative:
(B)(4). B. Braun med inc. (The importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The actual device in the reported incident was not returned for eval. Without the actual sample, a thorough investigation could not be performed. No specific conclusions can be drawn. The investigation into this reported event is ongoing. All available info has been forwarded to the actual MFR for further eval. A f/u report will be filed if add'l pertinent info becomes available. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.